Event description:
Boston scientific crm received information that during the implant of this left ventricular lead, the physician went in to do an ablation procedure, during which time the lead dislodged. The physician elected to remove this lead and replace a different fixation lead. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was thrown away by the hospital staff and will not be returned.